Event description:
It was reported that during a surgical case, a mechanism detached due to a loose screw, causing the opmi head of a lumera 700 to hang loosely at a 90 degree angle, almost hitting the patient in the face. The user moved the patient to another operating room and completed the case. There was no injury or negative impact to a patient, user or a third party.